Event description:
New information received notes that programming changes were made to address the undersensing issue. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited an undersensing. No intervention or patient condition was reported.